Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the sagittal saw attachment device had an unspecified malfunction. It was not reported if there were any delays in a surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor seized, jammed and moved heavy. It was also observed that the device failed pretest for check for air leak, check triggers for fwd I rev mode, check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and check starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.